Event description:
During a stone removal procedure, the physician used a cook acrobat calibrated tip wire guide. The coating of the wire guide peeled off during advancement of a cook fusion extraction balloon. The user changed to a wire guide from another manufacturer immediately and completed the procedure. The photos provided from the customer indicated that the bare core wire of the wire guide is exposed distal to the 22 cm silver marking. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section d11: cook fusion extraction balloon, fs-8.5-12-15-a . Continued from section e3 occupation: non-healthcare professional. Investigation evaluation: in the provided photo, the bare core wire of the wire guide was exposed distal to the 22 cm silver marking. A portion of the wire guide coating distal to the bare core wire was folded back onto itself. The wire guide coating proximal to the bare core wire appears to have accordioned. Our evaluation of the product said to be involved confirmed the report. The tip of the wire guide was bent at approximately 1.5 cm from the distal end. The wire guide was kinked approximately 6.1 cm from the distal end. Approximately 14.0 cm to 20.0 cm from the distal end, the wire guide covering has folded over itself. A section of the coating approximately 1.4 cm long was frayed and hanging from the wire guide, the coating still attached at approximately 14.0 cm from the distal end. Approximately 20.0 cm to 26.8 cm from the distal end was a section of bare core wire. The wire guide was bent approximately 10 cm to 31 cm from the distal end. Rough surfaces were found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating were missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the wire guide lot and subassembly lots were reviewed. The wire guide device history record contains nonconformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant medical products: cook fusion extraction balloon, (B)(4). Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the picture provided. In the photo, the bare core wire of the wire guide is exposed distal to the 22 cm silver marking. A portion of the wire guide coating distal to the bare core wire is folded back onto itself. The wire guide coating proximal to the bare core wire appears to have accordioned. The device history records for the wire guide lot and subassembly lots were reviewed. The wire guide device history record contains nonconformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone removal procedure, the physician used a cook acrobat calibrated tip wire guide. The coating of the wire guide peeled off during advancement of a cook fusion extraction balloon. The user changed to a wire guide from another manufacturer immediately and completed the procedure. The photos provided from the customer indicated that the bare core wire of the wire guide is exposed distal to the 22 cm silver marking. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.